Event description:
It was reported that the customer had high blood glucose for 4 days, blood glucose was 400-500 mg/dl. Customer stated that he change sets everyday. Customer stated that the insulin pump had slower performance of pump piston and had abnormal noise. Alarm occurs during prime followed by no delivery alarm. Customer stated that tried different sets and reservoirs. Customer's blood glucose was 36 mg/dl because customer treated high blood glucose with syringe. Advised customer verbally and in written form to return broken pump for analysis. No further information provided.

Manufacturer narrative:
Unit passed basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. Safety features max delivery alarm functioning properly. No slow performance. Unit motor slide worked properly during displacement test; however an unexpected motor noise anomaly during the rewind was noted due to faulty motor. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).